Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter . (B)(4).

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(6) pump loose, moving around; revised again, (B)(6) could not aspirate catheter during implant, (B)(6) pump replacement in (B)(6) 2016, and (B)(6), (B)(6) 2016: cannot get med into pump. Information was received from a consumer regarding a patient receiving baclofen 140 no known units for an unknown total dose and bupivacaine 40 no known units for an unknown total dose via an implant pump for non-malignant pain. It was reported catheter was located at t9 instead of t7 on an unknown date. Patient stated the healthcare professional (hcp) moved the pump three times in her abdomen. It was also noted that the hcp stated "oops t9, we will have to move it again." No further information was provided. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.